Event description:
The initial reporter stated they have been having issues with results for an unspecified number of patient samples tested for albumin, gluc3 glucose hk gen.3, and creatinine on the cobas 8000 c 702 module. The specific albumin and creatinine tests that were used were requested, but not provided. The reporter stated that albumin results will initially be very high and then repeat with a normal value. Glucose results would initially recover low and then repeat with a normal value. Data was provided for 14 patient samples that had discrepant results on the c702 module. The units of measure used for the glucose and creatinine were requested, but not provided. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The albumin, glucose, and creatinine reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced rinse station tubing after observing a vacuum tank full of water due to a blocked drain valve. The valve and waste vessel were cleaned. The wash levels were ok and the gear pump pressure was ok. The gear pump was replaced and the pressure was set correctly. The customer ran controls and these were ok.

Manufacturer narrative:
The customer has confirmed that no incorrect results were reported outside of the laboratory. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The component code has been updated.